Event description:
The device was used for procedure of biliary stent placement. (B)(6) 2013: enbd stent and the complaint zebd stent were placed. (B)(6) 2013: angiography was performed through the enbd stent. Since no problem was observed, the enbd was removed. (B)(6) 2013: endoscope was inserted to replace the zebd stent with a covered metallic stent. It was noticed that the pigtail tip of the stent perforated the anterior wall of the duodenum bulb. Then, the zebd was removed after another manufacturer's stent (flexima/boston scientific (B)(4)) was placed. There has been no pt outcome reported. Additional info received as follows: "there have been no other intervention than flaxima stent placement conducted. Planned procedure of covered metallic stent placement has been pending and not determined when to be conducted. The physician judges that it is not necessary to change the stent to the metallic stent immediately. Perforated site was closed right after the event, and no problem seems to occur. The physician monitors the pt conditions on outpatient basis."

Manufacturer narrative:
The info provided confirmed the device involved in this complaint to be a zebd-7-7 device. The lot # was not provided, therefore it was not possible to check if any of the affected lot remained in stock. The device involved in this complaint was not returned to cook (B)(4) for evaluation. Therefore, the customer's complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided a documented based investigation was carried out. The initial info provided indicated the following: "the device was used for procedure of biliary stent placement. (B)(6) 2013: enbd stent and the complaint zebd stent were placed. (B)(6) 2013: angiography was performed through the enbd stent. Since no problem was observed, the enbd was removed. (B)(6) 2013: endoscope was inserted to replace the zebd stent with a covered metallic stent. It was noticed that the pigtail tip of the stent perforated the anterior wall of the duodenum bulb. Then, the zebd was removed after another manufacturer's stent (flexima/boston scientific japan) was placed. There has been no pt outcome reported." The following additional info was received from the sales representative on (B)(4) 2013. "There have been n other intervention than flaxima stent placement conducted. Planned procedure of covered metallic stent placement has been pending and not determined when to be conducted. The physician judges that is not necessary to change the stent to the metallic stent immediately. Perforated site was closed right after the event, and no problem seems to occur. The physician monitors the pt conditions on outpatient basis." Images were provided showing: enbd stent placement; zebd perforation; final placement of flexima stent. There were no images provided showing final placement of the zebd stent. The following info and comments were provided following a review of the images associated with this complaint by cirl endoscopy manager. "In this instance there is no image showing the zimmon stent final placement in the bile duct. Perforation is noted as a potential complication of plastic biliary stenting in the IFU. From my understanding when the perforation was noted it was during a scheduled procedure and not due to new symptoms from the pt. Perforations at this location (medial wall of the duodenum) are usually associated with sphincterotomy. In this case it is unk if a sphincterotomy was performed. These perforations tend to lend themselves to conservative or minimally invasive management which I believe is what happened in this case." As the device involved in this complaint was not returned, it is not possible to conclusively determine a root cause of this complaint however, as per the comments provided by the cir endoscopy manager it is possible that the perforation could have occurred due to conservative or minimally invasive management. As per instructions for use, ifu19259/0410, potential complications associated with ercp include but are not limited to "...perforation...". Potential complications associated with biliary stent placement included, but are not limited to "...trauma to the biliary tract or documentation , obstruction of the pancreatic duct...". As the lot # of the device involved in this complaint was not provided, it was not possible to conduct a review of the relevant manufacturing records. Prior to distribution, all biliary stent devices are subjected to visual inspection and functional checks to ensure device integrity. The biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. According to the instructions for use, ifu19259/0410, the user is instructed to do the following: "visually inspect with particular attention to kings bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." The 2 year complaint history has been reviewed and this complaint represents an isolated occurrence. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.